Event description:
It has been reported to philips that while printing the 12-lead the screen froze and would not let to select anything for about 30 seconds. Tried to send it to the fairview support center but it would not let to click anything. The screen then turned off and then the monitor restarted and ran a self-check. All of this was happening while the paper was still printing. Then it went back to monitoring the patient like nothing happened. It then popped up a ¿monitoring interrupted¿ message. The monitor is fully charged and was not on the monitor mount. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.